Event description:
The customer reported that the system is down. There is no fluoroscopy. The extender board was also sent to the ge rep to check the signal flow for the fluoro.

Manufacturer narrative:
This MDR is related to ge healthcare complaint.